Event description:
The pt reported that after using the same infusion site for six consecutive pods he developed an infection at that site and was placed on antibiotics. He thinks it was due to not cleaning the site well enough. He had a well under skin, which cleared up in a week.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the reported infusion site infection. No review of qualification and sterilization records could be performed because no product lot number was reported. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, to clean the insulin vial with an alcohol prep swab, to clean the infusion site with soap and water, and to keep sterile materials away from any possible germs." It cautions "change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site", and "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider." It advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."